Event description:
Customer reported he had a new infusion set in and the insulin pump alarmed no delivery. Customer's did not recall blood glucose level at the time of event most recent was 185 mg/dl. The device alarmed during bolus delivery. Troubleshooting was not performed due to past event. Customer was explained what alarm meant and how to resolve it. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.